Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis of the product was performed. P-cap locked in place properly during testing. Unit was received with scratched case, pillowing keypad overlay, missing display window/cover, cracked keypad overlay, cracked belt clip rails, cracked case, battery tube threads - cracked, cracked case (battery tube), partially broken retainer and dog chew marks. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when partially broken retainer ring, cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage were case of the reservoir tube side, and the case of the battery tube side. The customer reported the tape not sticking. The customer reported no adverse event. The event involved product(s) mmt-1884, and mmt-441aj, and acc-822bk. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the tape not sticking customer reported an issue with infusion set tape sticking. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-441aj, and acc-822bk.